Event description:
The patient presented in-clinic for follow up, and externalized conductors were observed. The patient was asymptomatic, and no electrical anomalies were detected. Plans were made to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.